Event description:
It was reported that entrapment on the guidewire occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. An attempt was made to advance and rex the device; however the device didn't advance on the thruway guidewire and became stuck on the guidewire. No error message displayed. Aspiration was initiated then all activity stopped. The device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good.

Event description:
It was reported that entrapment on the guidewire occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. An attempt was made to advance and rex the device; however the device didn't advance on the thruway guidewire and became stuck on the guidewire. No error message displayed. Aspiration was initiated then all activity stopped. The device was removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient's status was good. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter with a .014 unidentified guidewire stuck in the device. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed a kink located 2.5cm from the tip. Functionality of the device relating to the rotation of the blades was confirmed to be as designed. Functional analysis was done by completing the aspiration testing of the device. The device is tested by using a 100ml beaker of water. The devices tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that this device did perform as designed per the test procedure specification sheet. Inspection of the remainder of the device, revealed no other damage or irregularities. The wire that was returned in the device was not a thruway wire as reported. A test thruway guidewire was compared to the returned wire and the tip was completely different than the test wire. The devices tip was dissected to analyze the guidewire stick issue. It was noticed that the guidewire coating had scrapped off the wire and occluded the bushing inside of the distal cutter. With the coating occluding the bushing, this will cause the guidewire to stick in the device as this device showed. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was a unidentified guidewire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Compatible guidewires: jetwire 0.014 in (0.36 mm) 300 cm. Thruway 0.014 in (0.36 mm) 300 cm. Abbott vascular hi-torque spartacore 14. Abbott vascular hi-torque iron man 0.014 in.